Event description:
(B)(4). I had severe abdominal cramping, sharp abdominal pains that start at my belly button and shoot all the way through my cervix, fatigue, dizziness, ovarian cysts, numbness off and on in legs, and hot flashes.